Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information received from medwatch report (B)(4): device malfunction - that is, the device did not do what it was supposed to do. The patient had a transvaginal sling excision, cystourethroscopy, and vulvar biopsy.